Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided: date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date ¿ unknown. Location unknown.

Event description:
It was reported that patient underwent right and left dental implant sinus augmentations on an unknown date. Subsequently, the synthetic bone grafting material was removed on an unknown date due to infection.

Manufacturer narrative:
Upon reassessment of the event, it was determined to not be reportable. The initial report was submitted in error and should be voided.